Manufacturer narrative:
The rapid infuser, ri-2 was returned to belmont for investigation and was tested according to our standard operating procedures. Upon receipt, it was determined that the unit was out of calibration, which caused the system to detect a pressure measurement of 349 mmhg when only 300 mmhg of pressure was applied, therefore resulting in a "high pressure" alarm. When the rapid infuser detects a situation that is compromising effective infusing, the system stops pumping and heating, closes off the line to the patient, sounds an audible alarm, and displays an alarm message with instructions for corrective measure. The operator's manual also provides possible conditions and additional recommended operator actions in the event of a "high pressure" alarm" routine system verification, including verification of the pressure accuracy, should be performed annually according to the service and preventive maintenance schedule provided in the operator's manual. The manufacturing records for this serial number were reviewed and no anomalies were identified. A review of the device history records and service reports indicate that the device had not been returned to belmont for service or preventive maintenance since it was shipped to the customer in 2017. It was reported that another ri-2 was used to complete the procedure; there was no injury to the patient. Should additional information become available, a supplemental report will be provided.

Event description:
The user facility reported that the belmont rapid infuser, ri-2 began exhibiting a "high pressure" alarm two hours into the procedure.